Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer's mother reported via phone call of a no delivery alarm from the insulin pump. The patient's blood glucose of the time was unknown. The mother stated that the pump had a no delivery alarm and gave 100 units. The customer's mother stated that they received 2 no delivery alarms while doing a bolus. The customer reported that the alarm was resolved by a complete set change. The customer was advised to call in the future to troubleshoot to find cause.